Manufacturer narrative:
The investigation for automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the imc logs reported issue that purge disc couldn't be detected was confirmed. The purge disc retainer was found to be broken (retainer completely broken off). The root cause of the issue was a broken purge disc retainer. D9: date device returned to manufacturer added.

Event description:
The complainant reported that the automated impella controller (aic) had a purge disc not detected alarm. The aic was exchanged and there was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.